Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all cubies in drawer 4.1 had failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in drawer 4.1 had failed. A field service engineer (fse) shut down the station, replaced the retractor band, secured all connections, and then rebooted the station to restore proper functionality and also fse assisted to find a medication within the pyxis. The system functioned as intended after the field service engineer repaired the device.